Event description:
It was reported that the patient's l5 and s1 leads have migrated. This was confirmed via x-ray. The l5 lead is also providing ineffective therapy. Surgical intervention may be pending to address these issues.

Manufacturer narrative:
B3: event date is estimated.